Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4524 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance. The lead was reprogrammed from bipolar pacing configuration to unipolar pacing configuration and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Save to disk analysis was not performed as the data appears to have been cleared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.